Event description:
It was reported that the insulin pump alarmed no delivery and buttons were unresponsive. Customer stated that she had difficulty pressing the buttons. Customer's last blood glucose was 250 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer was in the hospital for being sick with bronchitis, upper respiratory infection and uti. Customer stated her nurses had a hard time pressing all the buttons. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.